Event description:
During a follow up call for a system error 2240 alarm the home patient (hp) stated, the same alarm occurred the previous day during her last drain. The hp did not know the lot number. The hp stated, she didn't notice anything wrong with the setup or the supplies that may have caused the alarm to occur. Per the hp, she was doing well on therapy and has had no further issues. There was no patient injury or medical intervention reported

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 was not confirmed. The cause was undetermined.